Event description:
The customer tested blood glucose at 12:30pm and received a result of 350mg/dl and injected humalog. At 1:30 spouse found pt at home disoriented. Glucose tests were taken and the results were 91 & 93mg/dl. Paramedics were called and they received a result of 27mg/dl. The customer was given an IV and sugar. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.